Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The revision of reversed ii hcp stem was necessary due to instability issues. It was replaced with a cemented stem featuring a constrained insert for enhanced stability.

Event description:
The revision of reversed ii hcp stem was necessary due to instability issues. It was replaced with a cemented stem featuring a constrained insert for enhanced stability.

Manufacturer narrative:
The reported event was confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received pe liner shows significant signs of long-term implantation, as it is highly worn and deformed. The device history record could not be reviewed because as the lot number was not communicated. A review of the labeling did not indicate any abnormalities. However, on the available x-rays medical opinion was sought from an experienced independent medical expert as below, ¿yes, the image clearly shows a dislocation of the reverse total shoulder arthroplasty, so the event can be confirmed.¿ based on investigation, definitive root cause could not be determined, most likely the possible root cause is a patient related issue. Usually in case of a patient with insufficient soft tissue tension, allows too much ¿joint play¿ which will eventually damage the pe liner to such an extent that containment is diminished, and complete joint dislocation may happen. If any further information is provided, the complaint report will be updated.